Event description:
It has been reported to philips that in the middle of a case a message appeared stating the battery was disconnected before turning off. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary diagnosis procedure. The procedure was completed as planned by connecting the hemo x3 to the input supply. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Functional analysis was performed, and it was identified that the battery was working well. The issue was caused when the user accidentally disconnected the 220 vac supply, and the battery discharged due to this disconnection. The issue was resolved by reconnecting the cables, and the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Upon functional analysis, it was found the philips system was working fine, and the issue was caused by the user accidentally disconnecting the 220 vac supply, and the battery discharged due to this disconnection. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.